Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported that stapler jammed and a new stapler was opened to complete the surgery. There was no consequence to the pt.